Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l8cg, implanted: (B)(6) 2014, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2014 the patient fell down twice and ¿a couple leads broke¿ when the staff at a rehab hospital lifted the patient up out of a portable chair. She also mentioned that the therapy did not completely stop the need to wear diapers, but offered more control over her symptoms. She thus had a new system implanted in (B)(6) 2015. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.